Event description:
Customer reported experiencing frequent low blood glucose events over the past month, with one occurring earlier in the day before contacting support. It was reported that the customer's bg value displayed as "low"; however, specific value was not provided, and the customer managed the situation by unclipping the tubing and allowing the body to regulate the glucose level without further action. Technical support advised the customer to consult a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer acknowledged and understood. The customer's pump with ciq software had control-iq enabled, and the customer was able to upload pump data.